Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and ten months later post filter deployment, the patient experienced epigastric and periumbilical abdominal pain, computed tomography of abdomen and pelvis without contrast was performed which showed there was an eccentrically positioned inferior vena cava filter in the infrarenal inferior vena cava, several of the filter struts penetrate through the wall of the cava. The struts appear to extend into the wall of the duodenum at the junction of its 2nd and 3rd portions while one of the struts appear to extend into the posterior wall of the aorta but not into the lumen. There was no evidence of fluid or stranding adjacent to the extra caval struts and the wall of the duodenum was not thickened. After one-week, attempted retrieval and inferior vena cavogram was performed which showed through the right internal jugular vein approach, micropuncture access was dilated over a 0.018-inch wire to accept a 5 french introducer sheath. Then, 0.035 inches stiff shaft glidewire was advanced into the inferior vena cava under fluoroscopy. Over the glidewire, the introducer sheath was exchanged for a pigtail catheter. The pigtail catheter was positioned within the left common iliac vein and an inferior venacavogram was performed, demonstrating a patent inferior vena cava as well as significant perforation of the apex of the filter through the posterior lateral wall of the inferior vena cava and perforation of multiple struts of the filter through the medial, anterior, and posterior wall of the inferior vena cava as seen on recent computed tomography. The neck access was dilated two 12 french and a 12 french sheath was positioned within the inferior vena cava over the wire. A 9-french sheath was advanced through the 12 french sheath into the inferior vena cava. Then, a 6 french catheter with a snare device were used to attempt to secure the tip of the filter, but this wasn't possible due to the perforation of the tip through the wall. Then, using a reverse curve catheter, a 0.035 wire was looped behind the neck of the filter and secured by snaring the wire and pulling the wire through the sheath. Multiple attempts were made to pull release the apex of the filter from the wall using significant retraction as well as antegrade force with the 12-french and 9-frenchsheath. These attempts were unsuccessful. The right groin was prepped and draped in the maximum sterile fashion, using maximum sterile barrier technique. The right common femoral vein was visualized under ultrasound and noted to be compressible, and patent 2% lidocaine was used to anesthetize the skin and subcutaneous tissues. A small dermatotomy was made. Under ultrasound guidance, a 21-gauge needle was advanced into the common femoral vein. Micropuncture access was dilated to accept an 8-french sheath. Then, using a cobra two catheter and a 0.035 glidewire, access was gained behind the neck of the filter between the wall of the inferior vena cava and the filter. A 10mm high-pressure balloon was then advanced between the filter and the wall of the inferior vena cava and the balloon was inflated. Multiple attempts were made to free the apex of the filter in this way, but attempts were unsuccessful. Attempts were also made to secure the apex of the filter while inflating the balloon using the gooseneck snare device as well as forceps. The neck of the filter was grasped with the forceps but attempts to pull the tip of the filter from the wall of the inferior vena cava were unsuccessful. Ultimately, the decision was made to abort any further attempts, given the fluoroscopy time, with the desire to limit radiation dose. A completion inferior venacavogram was performed. The sheaths were removed manual compression was used to achieve hemostasis. After one week, the patient was diagnosed with acute pulmonary embolism, inferior vena cava filter retrieval was performed which showed through the right internal jugular vein approach, under fluoroscopic guidance and over an amplatz wire, a pigtail catheter was advanced into the infra-filter inferior vena cava. An inferior vena cavogram was performed, demonstrating significant rightward tilt of the filter. Approximately one half of the filter was extracaval and position, along with a significant portion of the hook. Along the right lateral aspect of the inferior vena cava, at the level of the filter, there was a smooth filling defect, suggestive of organized thrombus. Over-the-wire, the venotomy was dilated to 20 french, and a 20 french sheath was placed in the inferior vena cava, cranial to the filter. Via the sheath, rigid endobronchial forceps were introduced. Careful dissection was carried out, until the filter bushing was exposed and secured. Utilizing traction/conner traction, the filter was slowly withdrawn into the 20-french sheath. The filter was then explanted. Visual inspection of the explanted bard eclipse filter demonstrated that it was intact. Repeat cavography indicated contrast extravasation in the region of right renal vein/inferior vena cava confluence. Balloon tamponade of the inferior vena cava and right renal vein was then performed. The patient tolerated the procedure without immediate complication. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b7, d4 (expiry date: 11/2014), g3, h6 (patient, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three years ten months post vena cava filter deployment, an unsuccessful attempt was made to retrieve the filter which had several limbs perforating the inferior vena cava. Approximately three years eleven months post deployment, the tilted. The device was removed percutaneously .the patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported that approximately three years ten months post vena cava filter deployment, an unsuccessful attempt was made to retrieve the filter which had several limbs perforating the ivc. Approximately three years eleven months post deployment, the tilted, embedded filter was removed successfully. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc .the device was removed percutaneously .the patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2014).

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years post deployment, CT scan revealed that the ivc filter struts extending through the wall of the ivc. The struts appear to extend into the wall of the duodenum and aorta. Following month, the patient had a filter retrieval consent. Catheter snare method becomes unsuccessful. Also, cobra catheter and the filter neck grasping method were also unsuccessful. Some days later another attempt were made, the vena cavogram indicated filter tilt. Also cavography indicated contrast extravasation in the region of right renal vein/inferior vena cava confluence. Therefore, the investigation is confirmed for the filter tilt, perforation of the ivc wall and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2014).

Event description:
It was reported that approximately three years ten months post vena cava filter deployment, an unsuccessful attempt was made to retrieve the filter which had several limbs perforating the ivc. Approximately three years eleven months post deployment, the tilted, embedded filter was removed successfully. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc .the device was removed percutaneously .the patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years post deployment, vct scan revealed that eccentrically positioned ivc filter with struts extending through the wall of the ivc. The struts appear to extend into the wall of the duodenum and aorta. Following month, patient had a consent for filter retrieval due to abdominal discomfort and filter perforation. Catheter with snare device was used to secure the tip of the filter but was unsuccessful due to the perforation of the tip through the wall. Multiple attempts were persuaded to pull and release the apex of the filter from the ivc wall and all resulted unsuccessful. Using the cobra two catheter and guidewire attempt were made to gain the access via behind the filter neck. Despite attempts to free the filter apex, they were all unsuccessful. Attempt to grasp the filter neck, using the forceps and balloon inflating using the gooseneck snare device also remained unsuccessful. The apex of the filter perforated through the lateral sidewall of the ivc and filter struts perforated through the medial, anterior and posterior wall of the ivc. The apex of the filter perforated through the lateral sidewall of the ivc and filter struts perforated through the medial, anterior and posterior wall of the ivc. Few days later, another attempt for ivc filter was persuaded under fluoroscopic guidance. Guidewire and catheter were advanced into the infra-filter ivc. Inferior vena cavogram indicated rightward filter tilt. There was a smooth filling defect, suggestive of the organized thrombus. Then the filter was removed explanted successfully. Repeat cavography indicated contrast extravasation in the region of right renal vein/inferior vena cava confluence. Therefore, the investigation is confirmed for the filter tilt, filter limb and apex perforation of the ivc wall and retrieval difficulties. During the first retrieval attempt, there was no report of additional issues with the filter; therefore, it is possible that the unsuccessful retrieval attempts contributed to the filter tilt. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2014).

Event description:
It was reported that approximately three years ten months post vena cava filter deployment, an unsuccessful attempt was made to retrieve the filter which had several limbs perforating the ivc. Approximately three years eleven months post deployment, the tilted, embedded filter was removed successfully. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc .the device was removed percutaneously .the patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged tilted filter, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition. - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years ten months post vena cava filter deployment, an unsuccessful attempt was made to retrieve the filter which had several limbs perforating the ivc. Approximately three years eleven months post deployment, the tilted, embedded filter was removed successfully. The current status of the patient was not provided.